Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2025-09368. Please reference file mrn 3012307300-2025-09463 for all details pertinent to this event.

Event description:
It was reported that during pre-test at the hospital, the device failed the test because the float switch failed to alarm when depressed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.